Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a consumer. It was reported that the patient's change in activity and diet was the reason for the weight loss. The patient wanted to lose weight. The pump movement was not a problem for the patient. Replacement of the ptm resolved the poor communication issue.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. The patient had lost 40-50 pounds since implant and her pump was moving around. The patient did a lot of bending because she works with children. The patient was worried the pump moved farther into her because the personal therapy manager (ptm) was not communicating with the pump. The patient tried without the antenna and it worked. Specific patient symptoms, interventions, troubleshooting/diagnostics, concentration and dose of the intrathecal medication, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).